Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they started experiencing the known 2018 adt reboot issue after performing a generator test. There was no patient incident.